Event description:
Engineering triggered an investigation based upon occurrences of unexpected defib processor watchdog reseet conditions. An occurrence may affect the ability to administer device defibrillator and pacing therapies.